Event description:
The clinician placed the line in the left arm of the patient. The clinician placed tegaderm dressing on the line and used the foam strips that come in the tray to secure the line. When the clinician tried to readjust the line, she could not seperate the foam tape from the tegaderm dressing. As a result, the clinician tore the line and the catheter seperated inside the pt. The catheter was successfully removed with tweezers. The clinician stated foam tape and tegaderm dressing are now supplied in the kits instead of steri-strips.